Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported by the rep that, the device was used during a gyn/oncology procedure. The device gave a constant tone error code, unk what code number. Troubleshooting was performed with the test tip. Verified handpiece was operational. Another device was opened to complete the case. There was no consequence to the pt.